Event description:
Customer reported communication failed error on the first bootup of the day, and it also happen during a case.

Manufacturer narrative:
Service representative reseated all the boards in the workstation, replace system interface bd, downloaded log files. Replaced interconnect cable. Put in sbc repair kit (sbc and system interface bd), image processor, gib board and hard drive system working as intended.